Event description:
The customer received questionable ion selective electrode (ise) results for an unknown number of patient samples. Of the data provided for two patient samples, only the results for one were discrepant. The initial sodium result was 122.4 and the repeat result was 132.4. The unit of measure was requested but was not provided. The initial result was reported outside the laboratory and corrected before any treatment decisions were made. The customer had no information that the event affected any patient's treatment. One patient needed to stay one night longer in the hospital due to a delay in reporting a c-reactive protein (crp) result while the analyzer was down for service. There was no further information about this patient's current condition. The sodium electrode lot number and expiration date were requested, but were not provided. Maintenance was performed including cleaning, replacement of multiple parts and adjustments.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause based on the data provided by the customer.